Manufacturer narrative:
Additional information: the company representative clarified the reported event with the customer that the unit displayed a system message (sm) and did not shut down. The system was examined and the reported event was confirmed (via event log). The supervisor printed circuit board (pcb) module was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 23, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pcb supervisor module. However, how or when the component became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a surgical procedure the system shut down. The case was started and completed as planned. There was no patient involvement.